Manufacturer narrative:
A company clinical application specialist (cas) was onsite providing surgery support when the event occurred. The cas assisted to optimize the laser settings to deter further issues; however, the cas did not have any success. The system was functioning to specifications in the cataract surgery mode. Based on manufacturer's assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported issues with side cut tags and bridges during flap creation. The surgeon was able to complete the flaps with a microkeratome. The last case of the day was cancelled due to the issue but no patient harm was noted. The surgeon noted that the room temperature rose to 72 degrees and the procedures were delayed until the room was cooled down to 69 degrees.